Event description:
A customer cites an alleged high reading on customer's precision qid compared to customer's one touch while at m.d.'s office. Customer was concerned because customer had to call an ambulance and receive IV glucose for an alleged hypoglycemic reaction. Customer claims that at the time, the emergency medical technicians received a lower reading on their meter than customer's precision qid. Customer claims to be very depressed, on multiple medications, disabled and does not remember the dates, times, food intake or circumstances surrounding the incident. Customer prefers another meter rather than the medisense product, but claims insurance will not reimburse for it. The alleged comparisons provided by this pt are 35% and 65% difference which is clinically significant. Customer's insulin regimen has been decreased by customer's physician since the episode.